Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 95, 141, 154 mg/dl. She stated that she had headaches and tiredness. A control solution test was in range, (136) 99-149. On follow up, she stated that she thought the higher bs's of 141 and 154 caused her symptoms. She generally tests am, fasting, 3x a week. Recently testing at different times. She did not want to do further control testing due to her low supply of test strips. The lifescan representative reviewd qc procedures with the reporter.